Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend instrument jaws would not open. The customer informed the technical service engineer (tse) the issue was resolved, and they were using a backup vse instrument to continue. The tse confirmed an error in the logs and informed the customer to return the instrument. The procedure was completing as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no adverse effect to the grasped tissue. There was no unexpected tissue removal.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.